Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector could not be confirmed from the photograph or 20 units that were provided for investigation. A visual examination of the photograph and returned samples revealed no damage or defects associated with the manufacturing process. A functional test revealed no leaks, fractures, or damage on the returned units. A review of manufacturing records was performed and there were no issues during the production of this batch. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd q-syte closed luer access device broke and leaked. The following information was provided by the initial reporter, translated from chinese to english: the hospital's geriatric department reported: when the infusion was connected to the three-way, the shell of the infusion connector had signs of breaking, resulting in leakage. 50 tubes were affected, 20 samples can be returned, photos can be provided, green claims are required, complaint reply letter and receipt letter are required